Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The dft test was performed and the physician was satisfied with the results. Therefore, no changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a large chest wall and the device to electrode connection was tight. The physician was frustrated and felt that the device was in a sub-optimal position due to the length of the electrode. Five days after the implant procedure, an x-ray was taken and it revealed the electrode has moved. Even though the electrode moved, sensing remained appropriate. It was indicated the patient will be brought back in for a defibrillation threshold (dft) test. No adverse patient effects were reported.